Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and damage was observed in the conductive traces of the flex circuit (connector contacts) and also, evidence of corrosion was noted on the motor and wire harness assembly. It was determined that the damage in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design and one possible cause for the condition of the motor corrosion may be exposure to cleaning solutions. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 278c63, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details for "battery not working"? Was the battery plugged in fully with backlight lit? Could you please clarify if device was able to activate? If yes, could you please clarify if the firing speed was affected? Could you please clarify if there was any damage found? Answer: no more information is available.

Event description:
It was reported that during an unknown procedure the battery was not working. There were no patient consequences.